Event description:
It was reported the procedure was to treat a calcified lesion in the internal carotid artery. The emboshield nav6 embolic protection system (eps) was advanced however the barewire met resistance with the anatomy. During positioning of the stent delivery system it was noted the barewire could not be removed and had separated. The separated portion was surgically removed from the patient requiring extended hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty advancing and difficulty removing was unable to be confirmed as it was related to procedural circumstances. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that during the attempt to advance the embolic protection system (eps) in the vessel against resistance, the barewire tip became entrapped in the lesion resulting in difficulty removing and ultimately separation of the barewire core. Surgical intervention was required to remove the separated portion resulting in prolonged hospitalization. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.